Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm masters series mitral valve was chosen for procedure. During the procedure, after the valve was placed, imaging was performed which revealed a leak. The ao was un-clamped and extracorporeal circulation (ecc) was started. The leak (minimal) was discovered on the post implant transesophageal echocardiogram (tee) and the patient was re-opened. Blood was observed leaking between leaflets when the leaflets were completely closed. After re-opening the right side of the left atria, the mitral regurgitation was confirmed however the physician did not feel it was severe and did not require replacement. The decision was made to keep the device in place. The patient did remain stable throughout the procedure despite the fact the procedure was prolonged by a reported 30 to 40 minutes. The device remains implanted. A tooth infection had been reported post-operatively.

Manufacturer narrative:
An event of leaflets not closing properly and blood leak between leaflets when completely closed was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
N/a.